Manufacturer narrative:
(B)(4) other (stent deformed). Eval, results: 70% stenosis, severe calcification. Failure to delivery stent, stent deformation. Conclusions: 70% stenosis, severe calcification. Eval summary: the device was received for eval. The stent was positioned on the balloon as per specifications. The twelfth distal stent segment was raised, deformed and pulled distally. The first proximal stent segment appeared to be slightly flared. Blood residue was evident between the balloon folds. No further damage was reported.

Event description:
The physician was attempting to implant a 3.0mm diameter x 38mm length endeavor resolute rx drug-eluting stent to left anterior descending artery. Resistance was experienced when advancing the device to/across the lesion. The device was removed from the pt and on removal the stent struts were noticed to be damaged. The lesion was severely calcified with 70% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The pt is reported to be stable post procedure and no additional clinical sequelae were reported.